Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the handle with quick coupling was broken. The issue was discovered during cleaning inspection. There was no patient involvement. This complaint involves 1 device. This report is for (1) handle with quick coupling, small. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h6: visual inspection: the handle with quick coupling, small (pn: 311.43, ln: 5368465, qty: 1) was received at us customer quality (cq). Visual inspection of the complaint device showed that the handle was broken at the region proximal to the dowel pin. This is consistent with a CAPA where the crack around the dowel pin would have led to the broken condition. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed during this investigation as the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed through the CAPA. Document/specification review: current and manufactured revisions were reviewed. The diameter and tolerance of bore hole in the handle was updated. Additionally, the diameter tolerance of the dowel pin hole in the handle was updated. These changes were made due to a CAPA and are relevant to the device condition. The CAPA was launched to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated through action activity and the design updates were deemed effective through effectiveness action. It was determined the risk levels associated with a cracked complaint condition were low and medium and determined that an update to the risk documentation was required, which was done through a CAPA. The CAPA investigation determined that a new, limited scope dcrm would be created through action activity to document the occurrence rates, severity levels and harms for device 311.43. The new dcrm was approved and released. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the received device as the instrument was received with a broken handle at the dowel pin region. A valid design defect was identified as the root cause of the cracked condition. The CAPA was launched to address the design defect and was closed after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7. H6: part: 311.43. Synthes lot: 5368465. Supplier lot: n/a. Release to warehouse date: november 17, 2006. Manufactured by: (B)(4). No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Photo investigation: the alleged device was not returned for investigation. Photo investigation was carried out on images received. It can be seen from the image, the handle with quick coupling had broken into two parts around the wooden handle. The root cause of this issue cannot be identified from the provided information. The device history record (DHR) review does not indicate any non-conformance with the lot in which the device was manufactured. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed based on the image provided for analysis. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.